Event description:
It was reported that a malfunction occurred on pump. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted customer in resetting pump, which resolved the issue. Customer was advised to continue using pump and to call back if any malfunction recurs, and customer acknowledged the instructions.